Event description:
It was reported that during processing at the user facility the safety pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during processing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the safety pin was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.